Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Surgeon reports via the clinical department about flexion contracture. A mobilisation in anesthesy was necessary.